Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 328 mg/dl at the time of the call. The customer used insulin pens to treat their highs and food for the lows. The customer experienced low symptoms such as vomiting and a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer went as low as 30 mg/dl and received emergency treatment. The insulin pump will not be returned for analysis.